Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. They stated that the filter would balloon and then leak. They also stated that the filter was too small for the medication being used, and that once they started using the correct filter size, they had no further issue. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint, but was unable to provide any additional information, as they were no longer working with that patient. (B)(4).